Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a blank display. The patient's blood glucose at the time of incident was 369 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer was unable to remove the battery cap from the insulin pump. The customer eventually removed the cap and stated that the battery compartment, spring, and battery cap contacts were not missing or damaged. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again and the display returned; however, an unexpected restart alarm occurred. The customer stated that one side of the battery cap appeared more elevated than the other side. Another brand of battery was inserted and the display remained blank. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No a21 alarm noted. The insulin pump had battery cap stripped battery cap coin slot, minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.